Manufacturer narrative:
The event of charging issue was reported to abbott. The charging system was fully charged, switching on, however active charging not occurring. Repositioning has not resolved issue. The patient underwent reposition surgery. The patient issue has resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced difficulties charging the device. Attempts to troubleshoot were unsuccessful. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was repositioned. The issue was resolved.